Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14 dec 2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 03 jul 2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post tether cutting the leadless implantable pulse generator (ipg) exhibited no capture at high outputs. The leadless ipg was retrieved using a snare but the snare broke and the leadless ipg was freed in the heart. Another snare was used to remove the leadless ipg and a replacement was implanted. No patient complications have been reported as a result of this event.